Event description:
During an oral surgery procedure on the patient's third molar the sga-e2s handpiece overheated unexpectedly, and the patient received a thermal burn injury to their lip. The patient's injury was treated at the time of the incident without any reported need for additional treatment. The patient has not had a follow up with the doctor since the incident but is believed to have healed normally.